Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic right colectomy, while stapling the colon, three devices did not fire. It was stated that the surgeon was able to press the green button but was unable to squeeze the handle. One of the three devices only fired 8 times. The other two devices locked up and did not fire at all. The mucosa was torn when removing the device but the surgeon repaired the mucosa. Another device was used to complete the case.